Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot : a review of the receiving inspection ao handle torque limiting3.0nm was conducted identifying that lot number km961889 released in one batch. Supplier : tecomet inc batch1: (B)(4) were released on (B)(6) 2024 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.

Event description:
During routine incoming inspection of a loaner set at the hospital, it was observed that 3.0 nm-handle, was found to be out of drawing specification. The drawing specification the torque tested high. There was no known patient or hospital involvement. All information regarding this event has been reported. This is report 1 of 1 ao handle torque limiting3.0nm for complaint (B)(4).